Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pause episodes alert due to undersensing were seen on a remote transmission. The device will be reprogrammed at the next in-clinic appointment. The patient was stable.